Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter did not display contact force when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and multiple short circuits were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft leak test, fluid ingress, observed short circuits, optical signal issue detected during testing, and loss of force data during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak and short circuit of the catheter.